Manufacturer narrative:
(B)(6). The lot was manufactured april 23, 2018 - april 24, 2018. The actual devices were not available; however, photographs of the three (3) samples were provided for evaluation. Visual inspection of the photographs was performed to identify any abnormalities that could have contributed to the reported condition. The reported condition was verified through the photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) small volume intermates had ruptured balloons. This was observed during the filling process. The devices were injected with 0.9% sodium chloride. There was no patient involvement. No additional information is available.